Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did only 1 device have an issue during this patient procedure?

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and suture was used. During the procedure, the needle broke or needle bent after passing the needle through the tissue by interrupted suturing. It is unknown which failure occurred. A metal detector was used but it is unknown if the device left in the patient¿s body. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage needle. One dispensed needle-suture combination of product code z509 was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, the tip was observed broken. In addition, marks on the body needle were found. The assignable cause of the needle breakage cannot be concluded, and an additional evaluation is necessary. Additional evaluation: it was reported performance needle breakage. A failed suture needle was evaluated. The component was identified as product code z509g. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: please confirm: did only 1 device have an issue during this patient procedure? =>yes. It is reported 1 device.